Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a manual testing at the service center, it was discovered that two attachment devices warmed up very quickly at 80,000 rotations per minute (rpm). It was further reported that very hot oil came out of the ventilation holes of the devices. The reporter stated that there was also oil four centimeters from the base of the cutter device and a black stripe on the rod of the cutter device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that organic debris, medical matter, and corrosion were clearly observed and are a typical result of insufficient cleaning after clinical procedure. The assignable root cause was determined to be most due to improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.